Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 with episodes of syncope and arrhythmia. During examination of lead, it was noted that there was no capture threshold on the right ventricular (rv) lead. The physician turned off and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.